Event description:
During code saturation in picu, IV access was needed quickly. Staff given io needle to place for access, after placement team realized there was no way to hook up fluids. Needle was removed and correct needle with fluid port was placed. Staff later found bone marrow aspirate needle had been stocked on all picu line carts. Staff removed incorrect needles and replaced with correct io needles. Manufacturer called about confusing information on packaging. Incorrect needle packaging had different inventory number, but otherwise packaging is identical. This is a significant patient safety issue.